Event description:
"The customer reported that a pt suffered a burn after 12 hours of transcutaneous pacing with one set of pads." "The customer provided the following info concerning the patient. The multifunction pads were removed as soon as a permanent pacemaker was placed. There was no skin grafting required for the burns sustained by the patient. The burns were treated with acticoat with silcryst nano crystals and the burn was healing at the time of the patient's death eleven days later. A philips field service engineer evaluated the defibrillator and the pads and found no malfunction. The customer subsequently described the burns as reddening of the skin. Such skin lesions would be consistent with the extended 12 hours period of transcutaneous pacing for complete heartblock that was necessary unitl the burns were treated with acticoat and were healing at the time of the patient's death eleven days later. On 09/06/2005 smith & nephew became aware of a smith & nephew product in the FDA maude data base, FDA adverse event report #1218950-2004-00273.